Event description:
The customer reported that at the beginning of a tonsillectomy procedure when the surgeon used the cautery, a spark and flame started at the insulated tip of the device outside of the pt's mouth. The pt was not injured.

Manufacturer narrative:
(B)(4). Visual inspection noted charring on the tip of the electrode indicating excessive heat was generated. Testing of the incident device found it to function normally and within specs. Eval did not confirm the customer's report.